Event description:
It was reported that the lead impedance measurement slowly increased and exceeded 2000 ohms. During the lead replacement procedure, the lead impedance measured with the analyzer was normal. Impedance measured by a new device was also normal. As a result, the device was explanted and replaced, and the leads remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies were found. Ventricular grommet damage, cause unknown, and rounded sets on the ventricular setscrew were observed.